Manufacturer narrative:
D4: the product serial number was identified and updated. H4: device manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a burnt charger.

Manufacturer narrative:
Analysis results: the charger was sent to the supplier for further investigation. The supplier report indicated a component u5001 was leakage.

Manufacturer narrative:
Event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. The charger serial numbers or manufacturing numbers were not provided.

Event description:
A consumer reported that their diamondclean smart toothbrush charger caught fire. No injury or property damage was reported.